Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02395. The pt ((B)(6)) received an scs system, including a surgical lead and an extension, on (B)(6) 2009. It was reported the lead and extension were explanted and replaced due to unacceptable impedances and a loss of stimulation. No pt complications were reported as a result of this event.